Event description:
The infusable pressure infusor mesh tore along the side seam. The bag had been pressurized to approx 300mmhg - the pressure indicator was within the green area. The bag was replaced. No specific lot number visible, but the reorder number is in-9000.